Event description:
It was reported that the asymptomatic patient in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture and increased capture threshold. It was later found that the capture threshold could not be determined. No intervention was performed. Patient condition was stable.